Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
As reported: "revised a stem and head left hip originally done on (B)(6) 2022 due to patient falling with a peri-prosthetic fracture. He revised to a resmod." Spoke to rep. There are no allegations against the revised femoral head or adm/mdm poly insert. Femoral fracture addressed with restoration modular stem construct with a new femoral head and adm/ mdm poly insert and 3 cable and sleeve sets.